Event description:
It was reported that there were high impedances post operatively of greater than 40000 ohms. It was noted that the impedances were on electrode 9. The patient was reprogrammed using contact 10. Impedance testing was done. The product issue was not resolved and no cause was determined. Additional information received reported it was unknown if the high impedances had resolved. The patient had a follow-up planned on (B)(6) 2013. No cause of the issue was determined. No interventions were planned. Patient outcome was unknown.

Manufacturer narrative:
Concomitant medical products: product ID: 3389-28, serial# unknown implanted: (B)(6) 2013, product type: lead. Product ID: 3708660, serial# unknown, implanted: (B)(6) 2013, product type extension. (B)(4).